Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) and versacross connect (vcc) system was selected to be used. The was and vcc were advanced to the superior vena cava (svc). The physician was attempting to visualize the septum via intracardiac echo (ice) with no success. The physician switched to transesophageal echocardiography (tee) for a better visualization and a possible pericardial effusion was noted. The patient's systolic blood pressure dropped to 79 mmhg and IV fluids and albumin were given to support the pressure. The pericardial effusion remained stable, and the physician proceeded with the procedure. A 24mm watchman flx pro closure device was deployed and then removed from the patient due to an uncovered posterior lobe. A 27mm watchman flx pro closure device was then deployed and interrogated. The position, anchor, size and seal (pass) criteria were met, and the device was released. The pericardial effusion was stable after the device was released and the tee probe was removed from the patient. The physician attempted to visualize the 27mm watchman flx pro closure device with ice and the anesthesiologist noted arrythmias and systolic blood pressure dropped to 70 mmhg. The echocardiographic technician was called to do the tee which showed the pericardial effusion noted during the procedure remained stable. The patient remained stable, was extubated and transferred to recovery. The patient was admitted overnight for observation.